Event description:
Cadd-pca used for pt controlled analgesia. Pump programed with some difficulty. However, at the time taken to the floor, appeared to be working properly. After about 60 min showed "low battery" (new battery placed program to start) lcd display then showed various numbers not related to programmed values. Pump disconnected. No pt harm resulted. In fact only 1 dose given.